Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrode pad. The area was described as red, itchy and the same size as the therapy electrode pad. During a follow up, the patient reported that her doctor instructed her to take (B)(6) for the irritation but that the irritation had not improved at that time. The final medical outcome of the irritation is unknown at this time.